Manufacturer narrative:
On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Seventeen days after the event onset, the antibiotics were discontinued and the patient was deemed recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born in 1974. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was due to poor environment/source of water. On the same day as onset, the patient was hospitalized for the event. Treatment rendered and the patient outcome were not reported. Pd therapy was ongoing. Additional information is not available.